Event description:
It was reported that during a routine device change out procedure, the ventricular lead exhibited low impedance and loss of capture. The patient was asymptomatic. The lead was capped and replaced. No adverse consequences occurred to the patient.